Event description:
The manufacturer's service technician reported while performing an upgrade to the unit per a recall notice, upon removal of the power supply to perform the field action there were damaged wires noted on the power supply. During ventilator operation, this finding could result in a failure of the power supply during use, which could cause the ventilator to shut down. It is unknown whether the damage was induced during service. The service engineer replaced the power supply to correct the finding. The replacement power supply had the approved snubber pcb installed as directed in the recall notice.

Manufacturer narrative:
Na